Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "inside the tube were yellow particles on the sst gel."

Manufacturer narrative:
H.6. Investigation summary: bd did receive one sample and one photograph from the customer in support of this complaint. Evaluation of the attached photograph and received sample shows evidence of a piece of yellow plastic from hemoguard shield inside the tube. Additionally, one hundred (100) retention samples from bd inventory were visually inspected and no foreign material was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the returned sample and photograph provided. Bd was not able to identify a root cause for the indicated failure mode.